Manufacturer narrative:
Transmitter battery was swollen and found to be defective. All transmitters not holding charge for 24 hours (t5) are being addressed by CAPA-0109, further investigation and resolution will proceed according to the CAPA process. D1 updated to eversense transmitter. D4,d5 transmitter DHR information updated d9 device returned to manufacturer date updated 04/23/2020. H3 device evaluated by manufacturer? No, because -device problem already known, no evaluation necessary. H5 updated labeled for single use? No h6. Component code updated to 3141 h6. Investigation findings updated to 131 h6. Investigation conclusions updated to 4307

Manufacturer narrative:
The sensor was received and evaluated.in-vitro qc testing did not find any malfunction with sensor performance.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Manufacturer is currently performing evaluation and results will be provided with a supplemental report.

Event description:
On (B)(6)2020, senseonics was made aware of an instance where patient experienced multiple no sensor detected alerts leading to sensor removal and replacement.